Manufacturer narrative:
The hill-rom technician found the emergency stop button was missing and internal damage to the motor causing unit to be inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. A complete replacement of the lift is needed as the internal damage is to extensive for repair. The account has at the time not decided how they want to proceed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the emergency stop button was missing from the lift. The lift was located at (B)(6) at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).